Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's parent reported via phone call that insulin pump suffered physical damage. It was reported that battery compartment threading was almost all worn. It was reported that damage may have been due to bumping pump. Customer's blood glucose was unknown. It was also reported that no delivery alarm was also received. During troubleshooting, alarm history showed low reservoir alarm, bad battery alarm and off no power alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.